Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose on (B)(6) 2017 in the afternoon with 500 mg/dl blood glucose reading. Customer was hospitalized because of high blood glucose reading. Customer contacted their healthcare provider for the high blood glucose reading. Customer cannot recall their blood glucose reading. The first incident happened on (B)(6) 2017. Customer was treated with IV drop insulin. Customer current blood glucose was 254 mg/dl. Customer blood glucose at the time of the incident was 500 mg/dl. Customer was wearing the pump at time of hospitalization. Infusion set was changed on (B)(6) 2017. Customer reported insulin exited. Customer did not mention air bubbles or leaks. Customer did not mention if the cannula was bent. Drive support condition was not mention. High pressure test was not performed. Healthcare provider correct insulin pump setting on their released date. Insulin pump will not be returning for analysis.